Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarm was confirmed via the downloaded log files. Multiple intermittent atypical power cable disconnect and low voltage alarms are captured throughout the log file. The alarms activated when connected to battery power. The alarms were associated with relative state of charge invalid faults. No other notable events were observed. The pump operated within the expected ranges. The heartmate 3 system controller ((B)(6)) was returned for analysis in unremarkable condition. The system controller was connected to a mock circulatory loop and was able to operate a pump without issue for extended operation. The controller passed all functional tests. The reported alarms were not reproduced. Provided information indicated that the patient reported this was happening on all their batteries. The system controller was exchanged after cleaning the battery and clip contacts did not resolve the issues. A root cause for the reported events could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller would alarm with "connect to power" every 1 to 2 hours while on battery power. The center was unable to download log files. The patient reported power cable disconnects and low voltage advisory when checking the system controller history. The patient reported this was happening on all their batteries. The system controller was exchanged after cleaning the battery and clip contacts did not resolve the issues.